Event description:
Revision surgery due to infection after about 1 month from first revision surgery. The patient had primary surgery using competitor implants and was revised to medacta implants on (B)(6) 2026. The surgeon performed a washout and revised the gmk-hinge size 4 - 17mm insert to a gmk-hinge size 3 - 12mm at his discretion. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29 may 2026: lot. 2118885: (B)(4) items manufactured and released on 22-apr-2022. Expiration date: 2027-apr-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.